Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir goes in the clear ring and it keeps falling out . The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated reservoir lip ring is loose and customer was just taking reservoir out to give it to doctor and it just popped out. Customer stated that reservoir stay in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.